Event description:
Customer reported a dark, unresponsive pump screen and an inability for the pump battery to charge. The customer's blood glucose was "220's" mg/dl. The customer reverted to an alternative method of insulin therapy.